Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately assess the event is not available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. There are multiple mdrs filed for this event. See associated reports: 0001825034-2017-04311 0001825034-2017-06864.

Event description:
It was reported patient¿s right hip was revised approximately 14 years post-implantation due to failed metal-on-metal right hip replacement with pain and elevated metal ion levels. During the procedure, cloudy fluid not consistent with infection, but consistent with metal disease was found. Trunionosis was also found during the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.